Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: sticky foreign material on the 85cm. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the customer's allegation, stains adhering to the insertion section, the cause could not be established. And for the newly identified malfunction mentioned above, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .

Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stains adhered to the insertion section. The issue was found during reprocessing. There were no reports of patient involvement.